Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following with patient identifiers for the following systems: (B)(6)¿ aviva system 1, serial number ¿ (B)(4); (B)(6)¿ aviva system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 26.7 mmol/l (system 1) and 12.6 mmol/l (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.